Event description:
Ous MDR - it was reported that the patient passed away suddenly on (B)(6) 2018. The device was explanted and could not be interrogated. The device was returned for analysis.

Manufacturer narrative:
The ICD and the leads under complaint were returned and subjected to an in depth analysis. Apart from several extraction damages, no peculiarities were noted during the analysis of the leads. The analysis of the ICD revealed that the device was damaged as a result of a shock delivery into an external short circuit, presumably during or after explant of the system. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the ICD was damaged due to a shock delivery into an external short circuit. It is assumed that the therapy functions of the ICD were not deactivated during the explantation. The temporarily shorted leads caused noise, leading to defibrillation shocks and therefore to the observed damage of the device.